Event description:
It was reported that the pump usb port was broken resulting in difficulties charging the pump. There was no reported impact to the customer's blood glucose (bg) level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Device not returned.